Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button was intermittently unresponsive and required multiple button presses to elicit a response. It was noted that boluses would sometimes be canceled due to the delayed response of the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings: the keypad cover was found to be peeling off of the pump. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was observed under all button contacts. Unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored. Also unrelated to the complaint, evaluation revealed that there were two cracks found around the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.